Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance. Additional information indicated that during patient's device check, impedance measurement was at 252 ohms. Further, the patient requested to have the device be programmed off as the patient believes the device is no longer needed. Based on the patient's condition, the physician agreed to have the therapy programmed off as long as an electrophysiologist was consulted. The cause of the observation remains undetermined at this time. To date, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that low out of range shock impedance measurements continued to be observed. Additionally, noise and oversensing was also noted. It was noted that the patient now has a normal ejection fraction and an electrophysiology study was negative. The patient elected to have the system removed. The device was explanted and the rv lead was unable to be explanted due to a stylet exiting the side of the lead near the clavicle. A lead fracture was observed under fluoroscopy. A portion of the rv lead was cut and removed and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.